Event description:
It was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2023, the mentor failure analysis lab received the device for evaluation. On august 11, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2023, mentor received a new date of explant. Relevant fields have been updated. Section d6b, date of explant: (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received a new date of explant. Relevant fields have been updated. Section d6b, date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).